Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that when the package with the lead was opened, the tip of the lead was observed to be bent. Another lead was then used to complete the implant procedure.